Event description:
It was reported by service report that the head left siderail would not stay up or lock in the highest position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: timing link.